Event description:
As reported, approximately 10 years post initial bilateral tka, the 68 y/o female patient saw the surgeon. The patient had instability as well as had tibial inserts that were on the recall list. Patient's left knee femoral, patella and ti insert were revised. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays attached. The devices are not available for evaluation due to legal.

Manufacturer narrative:
Section d10: concomitant products - logic femoral ps cem left sz 3 (cat# 02-010-01-0230 / serial# (B)(6). - three peg patella 35mm (cat# 200-02-35 / (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.